Event description:
The issue involves the radnet transcription interface application used within the millennium radnet system. The issue occurs when the user attempts to unlink a transcribed radiology through a foreign system interface. It will unlink on the radnet tables, but does not unlink on the clinical event table. This action will cause the unlinked procedure to still bring up report text from proviously linked procedures. The clinical implication of this issue is that incorrect exam results could be displayed/printed for a pt. The reporting client reported no adverse pt events occurred at at their site as a result of the device failure.